Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found a damaged rdc, worn downstream occlusion seal, and a scratched lcd lens. There was no evidence to review in the device's event history log. Three accuracy tests were performed. Upon testing, the reported problem was duplicated, the device was over-delivering by more than six percent. It was determined that the most probable cause is a worn expulsor. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device failed an accuracy test. There was unknown patient involvement.